Event description:
It was reported that this patient has a history of high, out-of-range shock impedance measurements (>200 ohms) from the right ventricular (rv) lead. Additionally; high capture threshold measurements were observed. The rv lead previously was in an epicardial position, but was surgically repositioned at an unknown date to an endocardial position. The physician did not wish to perform additional surgical intervention, so shock therapy was disabled from this device. Information was requested regarding the event resolution was requested, but a response was not yet received. At this time, the device remains implanted, but shock therapy has been disabled. The pacemaker-dependent patient was stable.